Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the left-brain lead was repositioned to address the parkinsons symptoms on the right side of the body. Additional information was received providing the model and serial number of the lead and the physicians name, address, and telephone number.

Manufacturer narrative:
Correction to field h6 - impact codes - added the f1904 device repositioning code to the coding grid.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the left-brain lead was repositioned to address the parkinsons symptoms on the right side of the body.